Manufacturer narrative:
Upon completion of a robotic surgical procedure, staff observed that the plastic friction washer on the array bracket was loose. The procedure was completed successfully, and no harm to the patient or staff was reported. Ti investigation determined that the friction washer was broken, but still in place on the bracket. The device functioned as intended during the surgery. This event is being reported as a malfunction, as the washer failed structurally. Although no harm occurred in this instance, there is a potential that the washer could detach and fall into the sterile field or surgical site during a procedure.

Event description:
Upon conclusion of a successfully completed robotic case, the staff noticed the plastic friction ring of the array bracket was loose.